Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to noise. The lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 device codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to noise. The lead was replaced. No additional adverse patient effects were reported. Additional information received which indicated that no premature battery depletion (pbd) or longevity issue on the device and source/cause of noise determine. The noise was over sensed. Subsequently, the device will not be returned for analysis.